Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of system's lcd module and repairing the power supply. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.